Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 395 mg/dl while wearing the pod between 4 and 24 hours. Once the pod was removed from the insertion site it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient was on their way to the doctors office so once there the patient was treated with 23 units of manual insulin. The patient's blood glucose are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the adhesive pad was not returned with the device. The device was received in the deployed state with the formed needle fully retracted; the pink slide insert was visible through the viewing window of the top housing. Corrosion was observed in the device through the top and bottom housing. The exposed portion of the soft cannula was observed to be kinked and stretched, however, the timing and cause of the damages to the soft cannula could not be determined. No plastic was observed on the tip of the soft cannula. The top housing was observed to be cracked. Upon opening the device, corrosion was observed on various internal components of the device. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking. The fluid path was inspected, and no signs of leakage were observed that could have caused the corrosion observed on the internal components. The crack on the top housing of the returned device was sufficient to allow fluid to seep through and corrode the internal components, however, it could not be determined, how or when the crack occurred. Additionally, how, and when the corrosion occurred on the internal components could not be determined. The voltages of the batteries were measured to be low. The corrosion in the device depleted the batteries. The data was unable to be retrieved from the device after multiple attempts. No damages or defects were found with the needle mechanism that would contribute to a needle mechanism failure.